Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced infection in the scrotum. The physician does not believe that the device caused or contributed to the infection. However, a surgical procedure was performed to remove the ipp. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).